Manufacturer narrative:
The reported event of unable to advance the stylet within the lead was confirmed. As received, a complete lead was returned in two pieces. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Unable to perform stylet insertion test due to the condition of the lead as received. The cause of the reported event was due to the over torqued inner coil in the connector region consistent with procedural damage.

Event description:
It was reported that during the implant procedure, the stylet was unable to advance within the right ventricular (rv) lead. Additional stylets were used; however, they were also unable to advance within the rv lead. The right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.